Manufacturer narrative:
(B)(4). The customer reported that the monitor reverted automatically to the neonatal profile when monitoring an adult pt without user interaction. No pt harm was reported. The initial report noted that the problem occurred when the "end case" activity was performed. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor reverted automatically to the neonatal profile when monitoring an adult pt without user interaction. No pt harm was reported.